Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer experienced different blood glucose level of 100 mg/dl. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did not report any symptoms for low blood glucose level. The customer did allege that the insulin pump was over delivering. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Troubleshooting was performed for low blood glucose level and for over delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08745 inches. Device uploaded properly using carelink. The device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was programmed with a test guardian 3 link and a test plug. The insulin pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump entered auto mode without calibration or enter blood glucose errors. Set the sensor low blood glucose alert to 90 mg/dl and lowered the glucose simulator. The pump displayed the alert on low at 90 mg/dl properly. No auto mode anomaly or low bg alert anomaly noted during testing. Device had a scratched case and a pillowing keypad overlay. The information that provided in date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the event date was (B)(6) 2019.